Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump's tdd history was inaccurate. The patient did not allege any harm or injury because of the alleged issue. Upon reviewing the pump's tdd history, the animas representative involved in this contact noted that the tdd history for (B)(6) 2012 was incorrect. The basal rate total for (B)(6) 2012 was "6.52" units. However, according to the patient, there was another (B)(6) 2012 entry with a basal total of "19.39" units. The patient claimed that the "6.52" total was actually for (B)(6) 2012. The animas representative could not explain or determine why the "6.52" basal total was captured under the (B)(6) 2012 date. In addition, a basal recording under the tdd of "2.698" units for (B)(6) 2012 could not be determined. Another tdd basal total of "19.60" units was captured for (B)(6) 2012. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's tdd history was inaccurate for the basal totals. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas criteria for a serious injury.

Manufacturer narrative:
(B)(4): a review of the pump history indicates that the pump history is inaccurate. A review of the black box indicated a manual time and date change on (B)(4) 2012 at 4:08 am to (B)(4) 2012 4:12 pm. A normal bolus and an audio bolus were performed successfully during testing and both boluses were accurately recorded in the pump history. The pump was paired with a test meter remote and a bolus was successfully performed via the meter, and was accurately recorded in the pump history. There was no keypad hypersensitivity observed. There was no defect found on investigation. The complaint could not be duplicated. Use error with the manual time and date change may have contributed to the alleged history issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.